Event description:
Procedure: l. Ant resec w/end-end anast. According to the reporter: the instrument could not be fired. Surgery time was extended beyond 30 minutes and additional tissue was resected. Further details have been requested.